Event description:
It was reported that the pump was implanted in 2001 for baclofen administration. The pump failed to flow after implant. Therefore, it was removed and replaced. There was no patient complications.